Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh involved contributed to the adverse events described in the article, specifically: infection, hematoma, seroma, small bowel obstruction, umbilical necrosis, neuralgia, fever, urinary tract infection, urinary retention, obstipation, surgery? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, proceed mesh?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic midline incisional hernia repair procedure on unknown date between (B)(6) 2005 and (B)(6) 2009 and the mesh was implanted to cover the total length of the old scar overlapping the hernia defect by at least 5 cm. The patient experienced postoperative complications such as surgical site infection, superficial infection, hematoma, seroma, neuralgia, fever, urinary tract infection, urinary retention and obstipation. The patient possibly underwent a reoperation and a seroma extirpation on explicit demand of the patient was performed. Additional information has been requested.